Manufacturer narrative:
Results of investigation: the 2012 study of ronal veldstra et. Al. [1] reports "comparing alumina-reduced and conventional surface grit-blasted acetabular cups in primary tha: early results from a randomised clinical trial". It was reported that after tha surgery with bicon-plus nt, one patient presented infection that was addressed via revision surgery. In addition, one patient presented dislocations. It is unknown how this last issues were treated. As this is a literature complaint, the devices used in treatment, were not returned for investigation. The part and the batch number are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. As no device was received for investigation, a visual inspection could not be performed. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The instructions for use list infection & dislocations as known possible adverse effects resulting from a hip arthroplasty. A medical investigation was conducted. The data presented in the aged article did not provide insight or relevance to current clinical outcomes for the device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Based on the conducted investigation the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1] veldstra r, van dongen a, kraaneveld ec. Comparing alumina-reduced and conventional surface grit-blasted acetabular cups in primary tha: early results from a randomised clinical trial. Hip international. 2012;22(3):296-301. Doi:10.5301/hip.2012.9244.

Event description:
It was reported that on literature review "comparing alumina-reduced and conventional surface grit-blasted acetabular cups in primary tha: early results from a randomised clinical trial", after tha surgery with bicon-plus nt, one patient presented infection that was addressed via revision surgery. In addition, one patient presented dislocations. It is unknown how this last issues were treated. Patient's outcome is unknown. Not further information is available.

Manufacturer narrative:
Internal complaint reference case (B)(4).